Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that a patient experienced a controller with a loose power port. Power port #1 was assessed to be loose with intermittent loss of power. The device was exchanged with no reported consequences or impact to the patient. No additional information provided.

Manufacturer narrative:
Con101717 was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a loose connector at port 1 with a displaced gasket, confirming the event details. Internal visual inspection was conducted and noted that the nut behind the port was also loose. There was also noted a substance within the controller but this is an incidental finding and this substance is associated with the manufacturing process. DHR review was also conducted and found that the device met all specifications for release. It was also noted that the serial port cap was missing. This is an incidental finding not related to the event details and is most likely due to operational use of the device. The loose port is most likely due to a shift in the manufacturing process. However, an internal investigation has been opened by the supplier to evaluate the controller loose connector and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.